Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received four unused insyte autoguard bc 20ga units in sealed packages from material number 382934, lot number 8186683. Four photos were also submitted for evaluation which displayed similarities to that of the returned units. Through the visual evaluation of the units, the perforation cut on the bottom web was missing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This defect occurred due to normal machine wear. The packages are perforated at the point where the squeezing knives touch the knife roller. If the air is too low or the air cylinder/knife is not working properly, there will not be enough pressure for the knives to perforate the packages. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a packaging issue occurred with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc. The following information was provided by the initial reporter, "poor perforation." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a packaging issue occurred with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc. The following information was provided by the initial reporter, "poor perforation." 2 occurrences were reported.